Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Assisted the end user with assembling the unit but the end user is unable to get the unit to mist the medication.